Manufacturer narrative:
The sample is available for investigation. It is yet to be received.

Event description:
The event involved a plum set that the customer reported a leakage of etoposide. The event occurred on an unknown date. No more information was provided.

Manufacturer narrative:
The complaint of leakage on 146870489 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. A batch record review was performed to lot# 925185h, list# 14687-0489 and no discrepancies that may have contributed to a complaint of this nature were found.

Manufacturer narrative:
Device received on september 25, 2019 in salt lake city for investigation. One used list 146870489 plum set was received for investigation. The reported leak was confirmed by investigation. Cold form damage was observed on the vent cap of the drip chamber and the vent material was observed to be wetted during visual inspection. The cold form damage was only observed on the cap of the vent. Reciprocal damage was not observed on the stationary surface. An air leak was observed from the vent cap below specification. A fluid leak was observed from the vent material below specification. The probable cause of the observed air leak from the vent cap is the observed cold form damage obtained during the manufacturing process in costa rica. The probable cause of the observed fluid leak from the vent material is temporary loss of the hydrophobic properties of the vent material due to infusate interactions. A batch record review was performed to lot# 925185h, list# 14687-0489 and no discrepancies that may have contributed to a complaint of this nature were found.